Event description:
A review of a (B)(6) old male patient's download shows the patient had a gel release. The patient's flag report shows four gel release events. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel release flags) has been confirmed. The cause of the gel release flag was due to the damaged cable. Upon receipt, the rear therapy electrode cable was pulled partially from the distribution node, and the black gel fire wire was broken. The root cause of the damaged cable was likely a result of excessive force. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.